Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported. Additional information was received indicating that this device reported their remote communicator displayed a red call doctor icon. This alert corresponds to fault code fc1003. The patient will continue to be monitored. No adverse effects were reported, and the device remains implanted.

Event description:
It was reported that this pacemaker recorded a code 1003, indicating that the voltage is too low for the projected remaining capacity. Data analysis identified potential high impedance within the battery. Technical services (ts) noted that the battery impedance will continue to increase and eventually disable rf telemetry. As a result, device replacement was recommended. This device remains in service. No adverse patient effects were reported.